Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no moisture damage on keypad traces, motor assembly or electronic assembly noted during visual inspection. Insulin pump was received with minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Event description:
Customer reported he went to the river today and her insulin pump was splashed. Now there is water in the display. Customer's blood glucose is 226 mg/dl. The device was splashed while customer was in a raft. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.